Event description:
It was reported that high thresholds were observed. The tip of the lead was observed to be broken. The physician tried to extract the lead. The lead tip remains in the patient. The distal end of the lead was cut. The lead was explanted.

Manufacturer narrative:
As the lead was cut in the field and only the proximal part was received, a complete investigation of the lead could not be performed.